Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification were performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity of seal surface testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred before use of the device for peritoneal dialysis treatment. There was no allegation against the titanium adapter. The titanium adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.